Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the device reached eri. Premature battery depletion was suspected. The device was explanted and replaced. Patient¿s condition was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Analysis was normal. No anomalies were found.